Manufacturer narrative:
Evaluation summary: sample is not expected to be returned for evaluation. The device history records (DHR) for the device were reviewed. The associated device was released based on alcon wavelight´s acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: the eyetracker was checked and tested and found to be within specification. No technical root cause could be determined, as the system was performing within specifications. (B)(4).

Event description:
A surgeon reported that during lasik surgery in the left eye, the laser stopped tracking the pupil after approximately seventy percent (70%) of treatment. The laser was able to track the pupil again and the procedure was completed. Additional information has been requested regarding the postoperative status of the patient.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
(B)(4).